Event description:
Customer reported the insulin pump alarmed no delivery during a bolus on the second day of wearing the set. Customer does not recall blood glucose level during the time of event. Current blood glucose was 126 mg/dl. Customer stated she re primed and resolved the issue. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.